Event description:
Instrument failure - during the total shoulder arthroplasty, the size 42 glenoid reamer was dull and the center peg came out of the distal tip. The reamer was replaced with a loaner until a new one arrives. The product complaint report was received on (B)(4) 2013.